Manufacturer narrative:
A complaint history record (chr) review could not be performed as no batch/lot number was made available for this reported event. A device history review was unable to be performed since no lot/batch number was provided. A retain sample analysis could not be performed as no batch/lot number was made available for this reported event. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.

Event description:
No additional information is available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc leakage at catheter junction on (B)(6) 2025 a patient came to our emergency department to receive IV fluid therapy, the nurse was preparing to establish IV access to the patient, the indwelling needle was found to be leaking at the needle shank articulation during the vent check, the indwelling needle was replaced immediately and reported to the device and equipment management section.